Manufacturer narrative:
The carina is a long-term ventilator for the treatment of sub-acute care patients with a tidal volume of at least 100 ml. The log file of the affected device was provided. Based on the logged entries it could be confirmed that the device posted the high priority alarm message "device failure !!!" On (B)(6) 2019 at 09:08 pm due to a deviation of the measured rotation speed to the set rotation speed of the motor blower turbine. As no error code indicating a cause of the deviation was logged, no definite root cause could be determined. The device reacted as specified to the technical deviation by generating a visual and audible alarm to alert the user and stopping the ventilation. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that at night time the carina alarmed "device failure" and was not performing pulmonary ventilation. The patient had a drop in oxygen saturation, with improvement after use of manual resuscitator and equipment change. Afterwards the patient was stable.